Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.further information was requested but not available.pla280300j/14125393 (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after the trunk ipsilateral leg and contralateral leg components were deployed, an angiography revealed a proximal type I endoleak. The physician decided to implant an aortic extender component (pla280300j/14125393) to treat the endoleak, but during the deployment, the aortic extender component moved proximally, unintentionally covering the right renal artery. Bare-metal stents were implanted in the right renal artery to recover blood flow. The final angiography revealed resolution of the endoleak, and the patient tolerated the procedure.